Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage on the electronic assembly. The pump had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case window display corner and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 177 mg/dl at the time of incident. The customer stated that she was sweating with the pump in her bra. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.